Event description:
Following pump replacement (see manufacturer's report # 3004209178200903343), the pt's symptoms did not change. The pt was referred to a couple of other physicians for further workup. An indium study (date not reported) was completed and showed abnormal flow. The catheter was replaced. The daily dose had been decreased to 175 mcg/day prior to surgery; following surgery, it was decreased to 100 mcg/day. The pt was stiff after surgery. The physician saw the pt the next day and raised the dose to 125 mcg/day. There was reported to be no pt injury; the pt did not experience any adverse effects except for tightness. The pt recovered without sequela. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4). The catheter has been returned to the manufacturer for analysis. A follow up report will be sent when the analysis is complete.